Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. Additionally, the issue with the tool side coupling being out of specification was determined to be due to device design and has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device control unit was found to be faulty and the trigger was blocked, jammed and heavy moving. It was further determined that the device failed pretest for check the saw blade coupling, trigger test and functional test and the coupling tool side was found to be out of specification. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.